Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, constant downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" However the history log cannot be used to confirm test failures. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2024, a biomedical engineer contacted baxter technical service to report that a spectrum infusion pump, product code 3570009, serial number (B)(6) had an issue: downstream occlusion at 2. 97 psi spec. 7-19 psi. The event occurred in the biomed service department during testing on an unknown date. There was no patient involvement. The device was requested to be returned for evaluation. No additional baxter products were reported to be used at the time of the event.